Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as the event, the patient was hospitalized and was treated with vancomycin injection (1gm, once in 4 days, intraperitoneal, for 14 days, discontinued) and amikacin injection (250mg, once daily, intraperitoneal, for 14 days, discontinued) for the event. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.